Event description:
After complaints of pinching in the shoulder and x-ray revealed that one of the arcs of the knotless anchor had detached and was floating in the joint. Under arthroscopic visualization it was determined that the pain was being caused by the anchor sitting proud and abrading the articular surface of the humeral head. The knotless anchor was removed using graspers. The initial bankart repair was successful and no add'l repairs were needed.